Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal.

Event description:
It was reported that at implant the lead exhibited noise and impedance of 4000 ohms. The lead was explanted and replaced.